Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "the patient received an amiodarone infusion, which was started on (B)(6) 2025 at 15:18. However, the infusion ended already on (B)(6) 2025 at 13:50. This means the medication was administered approximately 1.5 times faster than intended. The infusion rate had been set correctly."